Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Based on the follow-up with the health-care provider, the reason for explant at implant was not related to any device malfunction. Per the op report, the patient's native valve was replaced with an edwards 23-mm bovine pericardial (thermafix) valve for severe aortic insufficiency. At the conclusion of the valve implant, there was evidence of a central leak of 1 to 2+ from the valve prosthesis. This could not be explained because there was no evidence of leaflet deformity or any evidence of malfunction of the leaflets. Based on the findings, the decision was made to replace the aortic root to minimize the risk of repeat surgery in the next several years due to an incompetent prosthesis. After placement of the aortic root with a 25-mm prima plus valve, there was no evidence of valve leak, and the conduit functioned normally. The right and left ventricular functions were completely normal.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; however, the surgeon confirmed no malfunction of the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.